Manufacturer narrative:
Additional information was received indicating that there was no patient involvement, device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed multiple occurrences of "primary audible alarm post" error messages. Functional testing involved powering up the pump and performing audio testing. The reported issue was unable to be duplicated. Based on the investigation, the complaint allegation was not confirmed. The speaker and interconnect board were replaced as preventive measures as there was evidence of the alarm in the event history log. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the device exhibited system failure: primary audible alarm background test error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.